Event description:
A hospital reported that the inspiratory and expiratory tubings of mr850afu respiratory humidifier had been swapped around for a few days during the ventilation of the pt. Consequently, the inspiratory tube delivering humidified gas was on the expiratory side and no humidification was provided for 4 to 5 days. The humidifier base controller displayed a temperature of 39 degrees c but no temperature monitoring was done at the y-piece. The respiratory humidifier is supposed to give an alarm when the displayed temperature is beyond the given limits, but is did not happen in that situation. The hospital assumed responsibility for what had happened. They had put a new endotracheal tube to the pt after they did the bronchoscopy to remove thick secretions and blood.

Manufacturer narrative:
The investigation was carried out based on the event description, photos and discussion with the hospital. Results: the photos show the inspiratory tube connected to the mr850 humidifier but on the expiratory side back to the ventilator. No humidified gas was being applied on the inspiratory side to the pt. Unhumidified ventilator gas can lead to drying of the pt's respiratory tract and thickening of secretions over time. The mr850 user instructions show the correct set up of the breathing circuits to the ventilator, and the inspiratory and expiratory tubes are different colors. An alarm is expected to have sounded where the gas flow is reversed through the humidifier, but may not occur due to the wrong set up and reversal of gas flow through the tube and temperature and flow probes. Conclusions: the hospital assumed responsibility for what had happened and attributed the event to incorrect set up. Our field rep in another country conducted further training with the hospital staff. This is a very infrequent occurrence.